Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly for evaluation. Visual inspection was performed on the sheath/dilator assembly, and signs of use in the form of biological material was observed on the dilator hub and tip. No other defects or anomalies were observed. The outer diameter of the lower locking portion of the dilator hub measured .149", which is within the specification limits of .149"-.151" per dilator product drawing. The inner diameter of the sheath valve cap measured .146", which is within the specification limits of .144"-.147" per cap hemostasis valve product drawing. The dilator was inserted through the sheath. An audible click was heard indicating that the hub was locked in the sheath cap. Moderate force was required to remove the luer hub from the cap. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "ensure dilator hub fully snaps into sheath cap". The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation of the returned sample. Visual, dimensional, and functional inspections were performed, and no issues were observed. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer description and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: the sheath was not associated with the dilator while the doctor was performing the procedure in accordance with IFU. There was no clicking sound.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the sheath was not associated with the dilator while the doctor was performing the procedure in accordance with IFU. There was no clicking sound.